Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a failed dye study was performed. It was noted that the midline had cerebrospinal fluid and the catheter connection was not secure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient mass was slightly fluctuant but also boggy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (25 mg at 19.99711 mg/day), fentanyl (1817.5 mcg at 1453.78967 mcg/day), and dilaudid (hydromorphone) (1.1 mg at .87987 mg/day) via an implantable pump. (B)(6) 2024 clinical r125513525-ae-107 (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1817.5 mcg at 1453.78967 mcg/day), bupivacaine (25 mg at 19.99711 mg/day), and dilaudid (hydromorphone) (.8 mg at .63991 mg/day) via an implantable pump. It was reported that the patient presented with a firm mass over midline incision, it did not appear infected or fluctuant and was non-tender. Additional information received from the healthcare provider via a clinical study indicated that the mass appeared to be a cyst and did not appear to be infected. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient denied pain at the pocket site. The event was ongoing. Additional information received from the healthcare provider via a clinical study indicated that the healthcare provider expected to pull 6ml and got 12ml.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a catheter revision occurred.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.